Event description:
It was reported the pt is experiencing uncomfortable heating in the pocket while charging. Pt was advised of the charging recommendations and to contact her physician if it becomes painful. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.